Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer stated that the buttons were slow to respond. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Insulin pump passed self test. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.